Event description:
The physician deployed 2.75 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the patient had a sub-acute stent thrombosis due to stent fracture. Additional information received confirmed that the patient returned one day after the index procedure with sub acute stent thrombosis. It was reported that the patient expired two days after the index procedure. Cine image review: the initial lesion was a cto of the proximal lcx. Initial images showed that pre-dilatation of the lesion was difficult as the pre-dilatation balloon showed evidence of resistance to full expansion in the lesion. The stent profile during deployment was impacted by portions of the vessel that were resistance to concentric stent expansion. The stent profile appeared irregular and not fully expanded at certain points along its length but there was no evidence of stent fracture or distortion immediately after deployment. Subsequently, the stent was post dilated and after these post dilatation activities, separation of previously adjacent stent struts is evident in the distal portion of the stent. Following further post dilatation activities further distortion of the proximal stent profile can be observed on the images. Magnified images of the distorted stent show the presence of stent strut material connecting the separated stent sections. Images from two days after the index procedure confirm re-occlusion of the vessel with a thrombus. Thrombus is evident along the length of the vessel. The vessel was treated with ballooning and deployment of a stent in the mid portion of the previously deployed stent. Final angiographic images provided show that flow has been restored to the vessel, but areas of the vessel still appear irregular. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation, thrombus and death), caused by another device (post dilatation device), related to operational context (post dilatation activities). Evaluation conclusion: operational context contributed to the event (post dilatation activities), another device caused failure (post dilatation device). (B)(4).